Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The equipment was found to be fully functional. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2024. Review of the download data, indicates the patient received seven appropriate treatments during vt/vf. At 18:36:01, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with hb degrading to vf. At 18:36:33, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with hb degrading to vf. At 18:37:04, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with hb degrading to vf. At 18:37:36, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 270 bpm. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with hb. At 18:40:30, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 60 bpm with hb. At 18:41:30, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole transitioning to sinus bradycardia at 30 bpm with hb and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:51:12, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was obscured due to CPR/motion artifact, intermittent cardiac activity, and electrode lead fall off. Vt/vf was visible from 18:46:43 to 18:49:48. However, varying amplitudes prevented the lifevest from treating the patient during these two times. The patient was last seen in CPR/electrode lead fall off from approximately 18:51:25 until the electrode belt was disconnected at 21:28:31 on (B)(6) 2024. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The equipment was found to be fully functional. There is no indication of a product malfunction.

Event description:
Submitting supplemental correction as "death" was not checked in section b2 of initial emdr. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2024. Review of the download data, indicates the patient received seven appropriate treatments during vt/vf. At 18:36:01, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with hb degrading to vf. At 18:36:33, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with hb degrading to vf. At 18:37:04, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 40 bpm with hb degrading to vf. At 18:37:36, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 270 bpm. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with hb. At 18:40:30, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus rhythm at 60 bpm with hb. At 18:41:30, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was asystole transitioning to sinus bradycardia at 30 bpm with hb and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:51:12, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was obscured due to CPR/motion artifact, intermittent cardiac activity, and electrode lead fall off. Vt/vf was visible from 18:46:43 to 18:49:48. However, varying amplitudes prevented the lifevest from treating the patient during these two times. The patient was last seen in CPR/electrode lead fall off from approximately 18:51:25 until the electrode belt was disconnected at 21:28:31 on (B)(6) 2024. The patient passed away on (B)(6) 2024.